Manufacturer narrative:
The device will not be returned for evaluation as it was discarded at the facility. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was unable to be completed as the lot number is unknown. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. H3 other text : the device was discarded.

Event description:
It was reported that during use with this pacing catheter, it was unable to pace. The pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for and if the patient had a cardiac conduction defect was unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.